Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. It was further reported the patient was admitted for (B)(6) and a calcified echodensity was observed on the atrial pacemaker lead. Procedure notes indicate that the area of calcification in the right atrial area and a ghost remnant of fibrosis or vegetation were left behind in the right atrium. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.